Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and rupture.

Event description:
Patient reported right side device rupture and "periprosthetic fluid collection" "breast tissue was aching", "shooting pains further round towards the arm pit area" and a lump in the right breast. The patient also reported concerns about being "predisposed" to cancer due to the device. The device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ seroma: unable to observe as it is a medical event that is not related to the device. ¿ pain: unable to observe as it is a medical event that is not related to the device. ¿ lump/ nodule: unable to observe as it is a medical event that is not related to the device. ¿ anxiety - product/ procedure: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.